Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the roller pump display. Verification/release testing was performed successfully. The unit operated to the manufacturer's specifications. Per data log review: on 04oct2022 the system was powered up. After initial power up the system was power cycled five times, likely in an attempt to correct the missing display issue. There was no indication that any of the small roller pumps were having an issue. Most likely only the display had an intermittent issue and the pump remained functional when the display was off.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was working intermittently but the roller pump was still functional. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.